Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital reporting feeling -funny- once in awhile. Noise reversion episodes were detected and the noise inhibited atrial pacing intermittently. The right atrial lead was replaced.